Manufacturer narrative:
Unit p-cap or reservoir locked properly in place and passed displacement test and self test. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked keypad overlay. However, no cracks noted at retainer ring during visual inspection. Unit received with corroded electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was damaged. The customer stated that the reservoir did lock into place. Customer stated that the insulin pump had cosmetic damage. Customer stated that the reservoir and insulin pump does not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.